Event description:
The customer contacted physio-control to report that their device would not power on using the "on" button. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the customer's device. It was determined that the cause of the reported issue was due to an electrical short of the control panel flex cable.the customer was provided with a replacement device.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on using the "on" button. There was no patient use associated with the reported event.